Event description:
The incident is being reported as result of intervention being required to replace a graft. The patient had been implanted with a vascutek gelsoft bifurcated graft in 1992. The patient presented with a pain in their left leg. An angiogram was performed and a large pseudo-aneurysm was identified. The graft was explanted and replaced with a new bifurcated graft. Dr indicated he saw a large hole on the left hand side of the graft. The incident concerns the removal of a vascular prosthesis due to presence of a pseudo aneursym.